Event description:
Baxter received a customer report concerning a device observed to be involved in an overinfusion incident during patient use. The device was filled with 0.9% nacl and 790mg of 5-fu for a total fill volume of 88ml. The expected infusion time is 22 hours. The infusion was started in 2007, at 1330hours. At 0700 hours, the following day, it was observed that the device was completely empty. The patient felt sick and complained about nausea. The patient complained that this symptom did not appear in any therapy in the past. A medical assessment was conducted by baxter which indicates that this symptom does not constitute a serious injury. Nausea is a common side effect of the drug and is easily reversible.

Manufacturer narrative:
Evaluation summary: one used unit was received containing no solution. Upon receipt, the unit was visually examined for signs of abnormality that may have potentially contributed to the reported overinfusion; however, none were found. The imprint on the flow restrictor was noted to be correct. Subsequently, per procedure, a flow test was performed on the unit for 20 hours. At the end of the flow test period, the following flow rate (ml/hr) was produced from the unit: calculated normalized (2.5%) specification range 3.85, 3.94, 3.60---4.40 the flow rate was found to be within the specification range. Therefore, based on the evaluation findings, the device performed as expected. A batch review has been conducted by the manufacturing qa group, which revealed that the lot passed the criteria for release. The manufacturing facility has been made aware of this report through baxter's complaint management tracking system. The manufacturing facility will continue to monitor similar reports for possible trends.